Manufacturer narrative:
Boston scientific received additional information. This device and the chronic leads were later explanted due to the erosion, and a new, competitive device and lead system were implanted on the patient's other side. No return of explanted products is expected. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to a hospital because the device was exposed through the patient's skin. The physician believed either an infection or allergic reaction caused the erosion.

Manufacturer narrative:
A request was made to obtain additional information; however, no additional information has been received. The status of the device is not known. This investigation will be updated should further information be provided.